Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for five patient samples tested on a cobas e 411 immunoassay analyzer. The affected tests include the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 ii assay. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The tsh reagent lot number was 307192, the ft3 reagent lot number was 27794501, and the ft4 reagent lot number was 30323500. The reagent expiration dates were asked for, but not provided. Controls and calibrations for the affected tests were all within acceptable limits. The field service engineer changed and recalibrated the sample probe. He adjusted tubing that was attached to the sample probe. Some samples were run to check the analyzer performance and there were no further issues.

Manufacturer narrative:
The calibration and controls for the affected assays were all within acceptable limits. The investigation did not identify a product problem. The cause of the event could not be determined.